Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 18662 was returned and analyzed. Visual inspection of the sheath showed it was kinked at 1.90 and 3.47 inches distal from the tip and also, the shaft top part was ribbed. Dissection showed the pull wire was broken inside the shaft. In conclusion, the sheath failed the returned product inspection due to the kink on the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed with cryo, the sheath was returned and subsequently tested out of specification per the manufacturer's investigation.